Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, date of event is an approximation.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they thought the battery had run down because they could not get it to work, further stating that they were seeing the "replace patient programmer (pp) battery" screen. They also mentioned that they were not sure if the implant was working because, on their trip, they had to go every 20 seconds, but they later said that was an exaggeration. It was noted that they attempted to use the pp, but it was out of batteries. On (B)(6) 2017, the patient reported that the increased urinary frequency began in (B)(6) 2017. They replaced the batteries themselves when they needed it and took a commercial airplane flight, which led to the increased frequency. The frequency was not resolved and the programmer still didn't work after replacing the batteries. There were no further complications reported or anticipated.